Manufacturer narrative:
Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The study has limitations that preclude establishing a product issue based on the observations from this single paper. These limitations include the sample size for the drugs evaluated in each tube during each of the 10 different storage times, which was only n=3. In addition, the study did not simulate actual use conditions; human plasma spiked with all 53 analytes was added into lithium heparin tubes and pst¿ tubes and subsequently centrifuged. Nevertheless, this study demonstrates that several drugs may adsorb onto the gel of gel separator tubes and is consistent with other publications. Bd is aware of published studies demonstrating that certain drugs are susceptible to decreases in concentration due to drug adsorption to the gel separator in blood collection tubes. In this study, the bd vacutainer® lithium heparin tube was used as the control, against which to judge performance of the bd vacutainer® pst¿ tube. Nonetheless, both the bd vacutainer® pst¿ tubes and lithium heparin tubes do not have any claims for testing of therapeutic drugs or drugs/ metabolites relevant to forensic toxicology. Bd is in the process of adding a precautionary statement to the instructions for use (IFU) of bd vacutainer® gel separator tubes that have a drug testing claim, i.e., sst¿ tubes. Bd has opened a change control to manage and track the IFU updates. The precautionary statement aims to inform customers that some drugs may adsorb onto the gel of gel separator tubes and that the magnitude of these effects depend on various factors. Laboratories should consider these factors when evaluating the use of gel separator tubes for testing of drugs or metabolites. Given the aforementioned limitations and that bd vacutainer® pst¿ tubes and bd vacutainer® lithium heparin tubes do not have any claims for the testing of drugs and metabolites, this paper is not considered to demonstrate a product issue for both vacutainer® tubes. However, a complaint (B)(4) was filed to document the reported decreases in plasma concentrations of various drugs and metabolites in bd vacutainer® pst¿ tubes. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using an unspecified bd vacutainer pst tubes, plasma concentrations in 53 drugs and metabolites were found to be lower in samples stored in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "plasma concentrations of 53 different drugs and metabolites relevant to forensic toxicology were investigated in samples stored in bd vacutainer® pst¿ tubes (4.5 ml; 13x100 mm) stored at 4°c for up to 3 months. Plasma concentrations of many of the studied drugs and metabolites were found to be significantly lower in samples stored in gel separator tubes (pst¿ tubes) compared to the non-gel control tubes.".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using an unspecified bd vacutainer pst tubes, plasma concentrations in 53 drugs and metabolites were found to be lower in samples stored in an unspecified number of tubes. No patient impact reported. The following information was provided by the initial reporter: "plasma concentrations of 53 different drugs and metabolites relevant to forensic toxicology were investigated in samples stored in bd vacutainer® pst¿ tubes (4.5 ml; 13x100 mm) stored at 4°c for up to 3 months. Plasma concentrations of many of the studied drugs and metabolites were found to be significantly lower in samples stored in gel separator tubes (pst¿ tubes) compared to the non-gel control tubes."